Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral itching within both breasts and underneath the breast folds, the right breast becoming larger and drooping, and pain in the left areola that comes and goes. An official medical diagnosis is still pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-20687 for contralateral prosthesis report.